Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was replaced due to oversensing and low lead impedance. The rv lead was extracted and a new lead was implanted successfully. No patient complications have been reported as a result of this event.